Manufacturer narrative:
Evaluation: a review of complaint history, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. Based on the information provided, a patient was noted to have a type 3 endoleak during re-intervention due to symptoms consistent with aneurysm rupture. It was noted upon CT imaging that the aneurysm had enlarged at a rapid rate ((B)(6) 2015 d=46mm, (B)(6) 2015 d=65mm). Based on the operative notes provided, a laparotomy was conducted , the aorta was opened and the physician noted 3 pinhole leaks on the bifurcated main body and one on the ipsilateral leg laterally at the overlap with the main body. Hemostasis was achieved using tachosil for the main body and hydrofit for the ipsilateral leg. Proximal neck thrombosis was considered by the physician to be of no impact to the aneurysm or cause for subsequent intervention. No adverse effect or additional intervention was reported with the patient in good condition post-op. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. The product was not returned. The manufacturing records of the complaint device and the other devices implanted with the complaint device could not be located since the lot numbers were not provided. The IFU provides information on endoleaks, instructions for use, contraindications, warnings and precautions regarding use of this device. Imaging was provided and was forwarded for expert clinical review. The endograft was placed in an unorthodox orientation such that the contralateral gate originated anterior but instead of extending directly into the left common iliac artery, it wrapped to the right and behind the ipsilateral limb gate junction nearly encircling it before terminating in the left common iliac artery. The aneurysm grew between immediate post-implantation and six months before shrinking. The type 3 suture hole endoleaks observed at surgery were likely provoked by thrombus evacuation and suture hole exposure to atmospheric pressure. These suture holes were likely already stretched by the unorthodox spiraled left limb configuration. The likelihood that these endoleaks were present prior to surgery is very low. Based on observations of aneurysm growth followed by shrinkage, the fresh thrombus found on the proximal neck likely represented the recently thrombosed endoleak path rather an incidental finding. The aneurysm growth was likely the result of a transient type 1a endoleak as evidenced by the lack of an imaged endoleak, the new static sac thrombus, and the conformational endograft changes associated with aneurysm shrinkage and regrowth. Cook will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
An evar was performed on a (B)(6) year old male patient sometime in 2011 with an unknown zenith flex device. On (B)(6) /2015 follow up CT confined without problems. Additional information provided on (B)(6) 2015: the patient had complained about abdominal ache. Rapid enlargement of the aneurysm was confirmed by follow up CT; therefore, the patient stayed at the hospital as it was suspected that the aneurysm had ruptured. The physician conducted open surgery, and confirmed the blood leakage from the main body (two spots) and both legs (one spot near proximal of stent from each leg). He used biological glue on the stent graft for hemostasis, then sutured to close off the aneurysm and completed the procedure. The stent graft is still in the patient's body. Initially, the physicians planned to replace the stent graft with an artificial blood vessel by open surgery; however, since it was an endoleak (type iii), it was treated instead to complete the procedure. The patient recovered as he could walk independently as of (B)(6) 2015. Additional provided (B)(6) 2015: they confirmed minor thrombosis on the proximal neck before "placing" the stent graft by CT; however it was unlikely that this thrombosis effected the complaint.

Manufacturer narrative:
(B)(4). The event is currently under investigation.